Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that the touchscreen of this programmer became unresponsive. The electrocardiogram (ECG) moving on screen, but screen did not respond to input. The programmer was restarted to get it to respond. No adverse patient effects reported. This programmer will be returned. Additional information received indicates that the programmer will not be returned as they resolved the issue by switching the programmer to a different plug/outlet.